Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, an elective replacement indicator (eri) alert was delivered. Technical support confirmed that the remaining longevity was normal and that the alert was false. Reprogramming was recommended and the patient was stable with no consequences.